Event description:
Olympus was informed that towards the end of a lower interior resection procedure, a probe damage error occurred. The probe tip was visually inspected and a build-up of tissue was noted. The nurse wiped off the tissue build-up when the probe tip broke off. There were no fragments that fell inside the pt. The procedure was successfully completed. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info or if the device is received at a later time this report will be supplemented.